Event description:
Additional information received reported that the patient never had therapeutic effect. The patient still had incontinence at night and it worked ¿for only one week¿ after she changed the program ¿once.¿ six days later it was reported that the patient still had incontinence at night and wanted to switch from program 3 to 4. Programmer use was reviewed but it was unclear if the patient had switched or not.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 093-28, lot# va022q9, implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Three days prior to report, it was stated that the patient experienced a ¿tearing, burning sensation on her private area when her left leg was stretched.¿ the patient felt this right after implant, but had not seen or discussed this with her healthcare provider. The patient also had a decrease in therapeutic benefit during nighttime and that her symptoms were better during the first two weeks after implant. The patient reported ¿it had been doing as well since then¿ and she had been damp in the morning. The patient did not feel any stimulation but usually never had, only when she first turned it up. As of the date of this report, it was reported that the patient¿s therapy was working fine until (B)(6) 2012. The patient was still having ¿dribbling¿ and her symptoms were ¿really bad¿ in the morning. The patient reported that when she put her hand in water she started ¿dribbling¿ and had to change her pajamas every morning because they were wet. The patient had an accident during the report. The patient reported that when she first had the implant she felt ¿shocking¿ in the whole vaginal area. It went away ¿around three days¿ but when she stretched her left leg she felt the ¿shocking¿ on the left side or lean forward. Two weeks after implant, the patient also began feeling a ¿terrible¿ burning feeling on her left side groin area that was ¿sometimes¿ irritating. In the past two weeks prior to the report the patient was feeling a ¿shocking¿ feeling in the vaginal area, a ¿more intense burning/tearing¿ which had always been there but had been more intense in the weeks prior to the report. It was also noted the patient felt "tingling." The patient had no falls or traumas since implant. The patient¿s program had never been changed since implant. The patient was assisted in switching programs and voltage. The patient reported that the ¿shocking¿ sensation went away after the setting changes, even when she stretched her left leg. About a month later, it was stated the patient had some concerns resolved, but also still had concerns. It was unclear what those concerns were about. It was noted the patient¿s last appointment was in (B)(6) 2012, but the patient was to schedule another appointment about the ¿issue.¿ it was indicated that changing programs had helped ¿some.¿ additional information has been requested, a follow up report will be sent if additional information is received.